Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 17 may 2023, the dilator tip was found damaged during use on the patient. There was no reported patient harm. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the dilator tip was found damaged during use on the patient. There was no reported patient harm. Additional information has been requested from the account.